Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable. They states the cord is separating from the green end that plugs into power supply. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/12/2020. An investigation was conducted on 08/26/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector end was observed to be intact, no visual defects were observed. The plug end of the cable was observed to be fayed back from the green plug end, exposing the wires in the cable. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material frayed" was confirmed. This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable. They states the cord is separating from the green end that plugs into power supply. No patient involvement.